Event description:
It was reported that the customer inserted an intermittent catheter and found that no urine flowed. Upon removal of the catheter, it was noted that it did not have any eyelets. The customer cut the catheter into sections to throw it away, and a white, grey powder came from inside the catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue is unknown, it cannot be determined if the device met specifications. The product was used for treatment purposes. A potential root cause for the reported event will be added via cr number bm-cov-cr-08619. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''the user guide currently states storage: store catheters at room temperature away from direct exposure to light, preferably in the original box.'' The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer inserted an intermittent catheter and found that no urine flowed. Upon removal of the catheter, it was noted that it did not have any eyelets. The customer cut the catheter into sections to throw it away, and a white, grey powder came from inside the catheter.